Manufacturer narrative:
(B)(4). Conclusion : the actual device involved in this event was returned for evaluation. A visual examination of the sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thoracic surgery on (B)(6) 2013 and a topical skin adhesive was used. When the surgeon crushed the glass ampule, a fragment of glass penetrated the plastic vial. The surgery was completed successfully. There was no adverse consequence to the patient.